Event description:
It was reported that during an esophagus resection procedure, the anastomosis rings were complete, but the staple line was incomplete. The procedure was finished by hand suturing. There was no patient consequence.